Event description:
Doctor reported that raster pattern was complete but experienced "energy error-recovery in progress." Experienced the same error message 3 times cleared the errors and completed the treatment. Same messages occurred for the left eye and realized the sidecut was not created for the left eye and only half of the sidecut was completed for the right eye . Programmed sidecut only right eye and experienced same error message. Customer called tech support and coached technician on using the "enable test mode," and confirmed the error did not occur during the test mode. Error energy failure appeared once the tech disabled the "test mode." The procedure was aborted. It was reported that patient was uninjured. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Device evaluation: a field service engineer visited and performed a preventative maintenance. System performing to specifications. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.